Event description:
Per the clinic, the patient experienced retractable headaches and an infection (treatment unknown) at the abutment site. The abutment and implant were removed (B)(6) 2021. The patient is not interested in being re-implanted. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on dec 31, 2021.